Manufacturer narrative:
.

Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 328 mg/dl. The customer delivered a bolus with the pump. A system check performed with tandem technical support indicated that the pump was operating as expected. Reportedly, the customer changes the cartridge every 3 days. The customer was educated regarding cartridge labeling instructions.